Manufacturer narrative:
Terumo did receive the actual device and the complaint was confirmed. The hair was present in the sample, and may have fallen into the bag during assembly. The complaint will be included in associate awareness training. Terumo will monitor for future issues. No lot number was reported; therefore, no device history record review was performed. All available info has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, there is a piece of hair in the pouch that holds the cardioplegia table line. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no pt harm.